Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. Additional information received: were there any issues with device use/firing? =>no. ¿ what was the issue with the device? =>no. Only leak occurred after the procedure. Was the device difficult to fire? =>no. ¿what is the current patient status? =>the patient was monitored and the patient had another comorbidity. ¿ what was the patients comorbidity? => the sales rep tried the information, but the additional information was not provided.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2024. H6: health effect ¿ clinical code gastrointestinal system (e10). Additional information was requested, and the following was obtained: please specify if this was bleeding or a leak issue? Was this a bleeding issue? No. What this a leak issue? Yes. What does ¿damaged on tissue¿ mean? No, the leak was occurred. Timeline of events please. Please confirm who is providing information in the file. The sales rep provided the additional information. The leak was confirmed from the drain. The reoperation was performed and the ileostomy was created. Can the surgeon confirm that the patients issues was not caused or related to the device? The sales rep tried the additional information but the additional information was not provided. What were the indications for surgery? The sales rep tried the additional information but the additional information was not provided. Did the patient receive any preoperative chemotherapy or radiation? The sales rep tried the additional information but the additional information was not provided. Were there any issues experienced with the device in the initial surgical procedure? No. What is the nurses experience with the device? The sales rep tried the additional information but the additional information was not provided. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The sales rep tried the additional information but the additional information was not provided. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? Yes. What confirmation was received that the device completed the firing sequence? The sales rep tried the additional information but the additional information was not provided. Was the green checkmark visible at the end of the firing? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? The sales rep tried the additional information but the additional information was not provided. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? The sales rep tried the additional information but the additional information was not provided. Were the donuts inspected? If so, please describe. No issue. Were there any issues noted with staple formation? If so, please describe the shape and location. No issue. What was the total estimated blood loss (ml)? =>the sales rep tried the additional information but the additional information was not provided. Was a transfusion required? No. How was the bleeding addressed? No bleeding. What was the pre and postoperative anti-coagulant and pain management protocol? The sales rep tried the additional information but the additional information was not provided. Was the bleeding intraluminal or extraluminal? No bleeding. What is the current patient status? The patient was monitored and the patient had another comorbidity. Did the patient receive any preoperative chemotherapy or radiation? The sales rep tried the additional information but the additional information was not provided. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? The sales rep tried the additional information but the additional information was not provided. Were there any issues with device use/firing? No. ¿ what was the issue with the device? No. Only leak occurred after the procedure. Was the device difficult to fire? No. ¿what is the current patient status? The patient was monitored and the patient had another comorbidity. ¿ what was the patients comorbidity? The sales rep tried the information, but the additional information was not provided.

Event description:
It was reported that after a total colectomy procedure, bleeding or damage on tissue occurred. Re-operation was performed on (B)(6). Tri-eea (25mm) was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/9/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information received: the initial operation was (B)(6). The procedure was total colectomy. The device was used on the ileum and rectum rs. There was no unusual feeling during initial operation. The leakage was confirmed from the drainage. Colostomy was performed on ileum at re-operation. The surgeon's comment for the reason of the issue: the patient was on dialysis so there is a possibility of comorbidity. I think it is not the device issue. After the re-operation. For the patient condition, recover will be later because of the comorbidity. It is unknown how much effect from the anastomosis site will happen. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please specify if this was bleeding or a leak issue? Was this a bleeding issue? What this a leak issue? What does ¿damaged on tissue¿ mean? Timeline of events please. Please confirm who is providing information in the file. Can the surgeon confirm that the patients issues was not caused or related to the device? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the nurses experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device?" This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.